Event description:
It was reported that the cursor on the programmer's screen was not moving anywhere near the attempted contact point, making it impossible for checks to be performed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the cursor on the screen was not moving anywhere near the stylus tip and therefore the overlay/bezel was replaced and the stylus calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).